Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device turning on and off without user input which was reproduced during evaluation as the device powering off without user input while on battery power (full power loss, not sleep-mode cycling). The reported symptom was verified through a review of the event history log and found to be caused by a failed rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered on and off without user input. There was no patient involvement. No additional information is available.